Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary - the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of usage on the overall device surface. No other anomalies were noted. A functional test was performed for the device using saline water. Test revealed that only the coagulation function could be activated as intended. As the electrode on the ablation function could not be activated, the device was sent to the supplier for further investigation. The manufacturer inspection revealed the following conditions on the device surface: 1) the original packaging was not returned for evaluation; 2) the tip components were in a used condition; 3) the suction ports appeared clogged with an unknown residue; 4) the handle assembly, cable and plug assembly were in good and used condition and no misuse patterns were observed on them; and 5) the wire profile of the returned cap shows no deformation that would indicate pressure was applied to the area. At the manufacturer, all electrical checks pass as intended except from the cut return continuity test. For the functional checks, the coagulation buttons/function could be activated as intended, however, the device failed to activate ablation. To determine if rf was being delivered, the tip was slowly dipped in and out of the saline; where a small escape of steam could be seen coming from the cut return cap and a smell of melting plastic also occurred when the saline enveloped the cut return/active tip path. As a result of this, the device was subjected to further investigation by our process engineering department, revealing that both flow rate post activation 256ml/min and flow rate post syringe test - 272ml/min (using a syringe to push saline through tip) failed. Their investigation found that the return cap weld device may not be suitable. This would indicate that the weld was performed but not in accordance with the process requirements - the poor weld quality could be a major contributing factor as to why the device was reported as not firing. However, due to the damage done to the area to gain access to the return cap, fully identifying the underlying root cause is not possible. It is important to mention that the residue observed in the suction holes of the active tip is unlikely linked to the cut return continuity issue. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue.¿ based on the investigation findings, a specific potential cause remains unknown of the component failure. Additionally, the potential cause for the foreign substance observed can be traced to handling/care of the device or procedure variables. As per instructions for use (IFU), the next precautions need to be followed: 1) ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irritant solution (e.g., saline or ringer¿s lactate); 2) avoid bubble accumulation in the joint space during use, as the accumulation of bubbles around the electrode diminishes performance; 3) periodically assess electrode tip for wear and proper operation and replace the electrode if excessive wear is noted; 4) when not in use, place the active electrode in a clean, dry, nonconductive, and highly visible area not in contact with the patient; 6) excessive force may damage the electrode tip assembly; 7) failure to maintain the recommended suction may result in device failure; 8) inspect the active tip of the electrode for any damage after all faults; and lastly, 9) do not allow the electrode to become covered in tissue debris; if this occurs, use a new electrode. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device lot number (u2501015), and no non-conformance was identified.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the vapr tripolar 90 suction elect device did not function as expected. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. During in-house engineering evaluation, it was determined that the device had foreign substance/debris/cleaning/sterilization, electrical interference, and suction failure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.